Manufacturer narrative:
The reporter informed the company that the product has been discarded.

Event description:
A parent via e-mail stated that they recently purchased 2-3 packs of oral-b dual clean replacements toothbrush heads and their daughter (female) had one fall apart within a week of using. The brush popped off the rest of the brush. No injury was reported.